Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805, serial number/date code and age of product are unknown at this time. The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that a piece of the lift, by the pump, has broke. The actual piece/location is unknown at this time as the dealer has not yet seen the product. No injury alleged. No RMA has been issued at this time.

Event description:
Customer alleged a piece by the pump broke. No injury alleged.